Event description:
It was reported that a rise in capture threshold had been observed on the right ventricular lead. Other electrical measurements were normal. The unipolar pacing configuration was tested and a loss of capture was observed; the device was reverted to bipolar operation. The lead remained implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.